Event description:
Tampons fall apart inside you-vagina [foreign body in reproductive tract]. Tampons fall apart inside you [device breakage]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via email that the tampons fall apart inside of her. No serious injury was reported. Lot codes: 30964/6047 06:47, 29764/5982 08:07, 30264/6033 20:53.